Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade iii.

Event description:
Patient reported left side capsular contracture, baker grade unknown with "pain and hardness." Physician reported a baker grade iii. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified, the weight the device within specification, four openings on the anterior and crease fold. A microscopic analysis was performed which identified, four striated openings on the anterior and wear abrasion. Based on the device analysis the final assessment is four striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported left side capsular contracture, baker grade unknown with "pain and hardness." Physician reported a baker grade iii. Device has been explanted.